Manufacturer narrative:
H3 "no" entered in error. The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that after the peek cartridge was removed from the implant following insertion, the superior endplate shifted laterally. The prosthesis was removed, and another mobi-c implant was used to complete the procedure. No patient consequences were reported.

Manufacturer narrative:
This medwatch is submitted to send the initial report. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Investigation still on progress. Conclusion not yet available. Device not returned yet.

Event description:
Mobi-c p&f us: implant position incorrect after releasing. From information provided by the sales representative : the mobic implant was put in at the c6/7 disc space, proper surgical technique was used, no rocking of inserter was noticed. Implant was inserted parallel to disc space which was confirmed by lateral x-ray and tabs on bottom endplate of implant were perfect in line. Implant was impacted to desired depth. The unlocking ring was used to release implant, forceps were used to remove peek cartridge. After peek cartridge removal, superior endplate of implant had laterally shifted, the surgeon attempted to adjust top plate to midline but could not free up plate to an acceptable position. Top endplate of implant had released laterally hanging outside of the endplate, while the bottom endplate of implant was perfectly midline. Implant somehow shifted due to premature release or peek cartridge removal, which was normal release with minimal issue. Xrays were not saved the prothesis was removed and another implant has been inserted successfully. There was no patient impact or surgery delay . Additional information received on march 07th 2019 : patient is at home and recovering well. Product is with the reporter and will be shipped to the manufacturer. Depth stop was set initially at zero. Surgical technique were followed. Disc space was under distraction. The surgeon didn't encountered any resistance while inserting the prothesis. Prothesis could not have been inserted with an angle. It was inserted at parallel to disc space confirmed by lateral x-ray and tabs in line as one. According to the reporter, there was no difference in surgical techniques between the first and the second implant. Mobi-c no touch level was not used. Mobi-c distraction forceps was used. Investigation still in progress.